Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Service evaluation: during evaluation at service and repair, the repair technician reported the device failed calibration. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on 09-dec-2019. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. It was confirmed that the lot was released for sale 05 sep 2019. If a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformance occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During evaluation at service and repair, the repair technician reported the device failed calibration. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on (B)(6) 2019. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot a DHR file could not be reviewed as it has not yet been scanned into tungsten as of (B)(6) 2019, but jde confirmed that the lot was released for sale (B)(6) 2019. If a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformance occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during evaluation at service and repair, the socket wrench for veptr nut was found to have failed in calibration. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).